Manufacturer narrative:
A replacement power adapter was sent to the customer. As of the date of this report, the original product had not been received. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
On (B)(6) 2016, the customer reported to a medela customer service representative that the transformer housing for her pump in style breast pump broken in half.